Manufacturer narrative:
Result of investigation: device evaluation: result of investigation: the reported complaint was unable to be duplicated during testing. Additional findings - damaged ground flex cable from membrane switch panel.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator has noisy compressor and user interface module touch malfunctioned even after performing touch screen calibration. There is no patient involvement in the associated event.